Event description:
It was reported that during insertion in the ICU, the guide wire kinked easily. As a result, a new kit was opened. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one guide wire assembly along with a photograph depicting the kinks in the guide wire body. The guide wire was confirmed to be kinked at 3.5 and 25 cm from the distal weld. The device was found to be intact and within dimensional specifications. A review of manufacturing records did not yield any relevant findings. Based on the condition of the guide wire and the report that it occurred during use, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). This report is for the third in a series of three consecutive product issues with the same patient. The other two events have been reported under MDR #s 1036844-2015-00267 and 1036844-2015-00268.